Event description:
During a programming session, communication between the implant and the external equipment could not be established. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.